Event description:
Reporter indicated patient experienced dysphagia with vns therapy. The vns therapy system was programmed to off as a result of this adverse event. Good faith attempts to collect information ruling out device malfunction have been made and have been unsuccessful to date.